Event description:
Boston scientific crm received information that during the implant procedure this right ventricular (rv) lead dislodged several times. The physician elected to implant a new rv lead. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. Terminal tool returned on lead, not seated and not engaged. Blood/body fluid noted on terminal tool. No discernable set screw marks were noted. The helix was extended, there was blood/body fluid noted in the helix housing, and tissue was entwined in the helix. The stylet insertion test failed due to blood/body fluid in the terminal pin opening. The helix mechanism test failed due to blood/body fluid infiltration. The polyurethane tubing was slightly bunched. Analysis confirmed initial allegation of helix mechanism difficulty. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty. Electrical issues were not confirmed through analysis.

Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.